Event description:
As reported by the user facility (translation of user facility information by (B)(4)): under infusion: hospital's own service noticed that the tubing "silicone part" is too long (about 3.5 mm) and was kinked in pump unit and caused dangerous situation. Customer send two tubings different batches and infusomat space pump which was used in the incident.

Manufacturer narrative:
(B)(4). The device is currently shipping from user facility to (B)(4) for investigation. A follow up report will be provided when the examination results are available. (B)(4).